Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that there were concerns over premature battery depletion for the cardiac resynchronization therapy pacemaker (crt-p) . It was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns over premature battery depletion for the cardiac resynchronization therapy pacemaker (crt-p) . It was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.